Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable nh3l ammonia result for 1 patient tested on a cobas 8000 c 502 module. The initial nh3l result was 704 ug/dl. The sample was retested with a nh3l result of 442 ug/dl. The sample was again retested and according to the customer the third result was almost the same as nh3l result of 442 ug/dl. Since the third result matched the second result, the customer reported the measurement to the physician. There was no allegation of an adverse event. The nh3l reagent lot was 308811 with an expiration date of 31-aug-2019. The customer considered the issue resolved. No further specific details were provided. The investigation was unable to find a definitive root cause.